Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) as implanted the patient experienced poor vision. The lens was exchanged for a different lens within one month after initial implantation. The site reported a myopic outcome as the clinical reason for the exchange. Additional information is requested.